Event description:
The device was not working. Another handpiece was used to complete the case successfully with no patient consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount. No functional testing could be performed due to the returned condition. The instrument was disassembled; moisture and a collapsed isolator were found in the instrument.